Event description:
Litigation alleges that the patient suffers from pain and discomfort which has increased over time and difficulties with activities of daily living.the patient also alleges elevated levels of cobalt chromium metal ions, and muscles mass and deterioration of the soft tissue in her hip.doi: (B)(6) 2009- dor: none reported (left side). Patient is a resident of (B)(6). Update der rcvd - updated surgeon / hospital / product and patient information. Update rec'd 12/5/14 - plaintiff¿s preliminary disclosure form was received. The sleeve and stem are now being added to the complaint for elevated metal ions. The existing MDR decision has been reversed and the stem has now been reported.the complaint was updated on: 12/30/14.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)